Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was below 2.2 mmo/l to 4.8 mmo/l. Customer was treated for their low with food. Customer did receive a calibration not accepted alert and change sensor alert. Customer was in and out of auto-mode all day. The pump will not be returned for analysis.